Manufacturer narrative:
Analysis was normal. No anomalies were noted. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the implantable cardiac defibrillator was explanted due to infection. The device was explanted (B)(6) 2020 and surgical pocket cleaned to prevent wound dehiscence. The patient received a replacement implant (B)(6) 2021 after the infection cleared. The patient was doing well.